Event description:
Procedure: splenectomy. Patient sex: unk. According to the reporter: while firing across the hilum of the spleen, the stapler closed correctly, and the safety was pressed and the stapler was fired slow all the way to the distal end of cartridge. When the surgeon pulled back on the black knob to remove the instrument, blood was "gushing". The patient was immediately opened, was flushed and packed with sponges, and then the surgeon completed the procedure with suture. Amount of blood loss or if patient received transfusion was unknown. It appeared that no staples had formed, but the yellow tabs were deployed indicating that it did fire. It was also indicated that there was too much tissue in the jaws of the stapler as the stapler anvil was significantly bowed. The patient may have had other co-morbid conditions that made the tissue more friable, but this isn't confirmed.